Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
Revision for a genesis ii tibial baseplate was performed for suspected peri-prosthetic fracture 4 weeks post op.

Manufacturer narrative:
Please see attached for the investigation results. (B)(4).